Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The software was reloaded on the image acquisition system (ias) computer and the issue was resolved. The system passed a system checkout and was returned to an operational condition. A software investigation was initiated. The issue is a known software anomaly and is tracked in an internal medtronic database.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not booting up. The pendant had blank bars for the motion and x-ray, and the mobile view station (mvs) connection was "disabled". Mvs booted onto the patient screen without issue. Rebooting the mvs and image acquisition system (ias) with and without the umbilical cable connected did not resolve the issue. This occurred intra/peri-operatively with 10-15 minutes delay to surgical time. Navigation and imaging were aborted, but there was no reported impact to patient outcome.

Manufacturer narrative:
Manufacturer updated to proper value.